Event description:
It was reported that this patient had sensation of constriction at the "jugulum." The device was programmed with managed ventriclular pacing (mvp) on. Since the patient was symptomatic, the device was then switched to mvp off. The device remains in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).